Event description:
Customer reported the v series monitor shut down, which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the units power pin board and safety tested unit to factory specifications.